Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that they had power detected on insulin pump. The customer's blood glucose was unknown at the time of the incident. Advised after best practice and to call us back if problem reoccurs. Product will not be returned for analysis.